Event description:
Caller reported a malfunction alarm occurred with the tandem pump during an update. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump but the error recurred. The customer was informed about using mdi as a backup therapy and acknowledged the instructions.